Event description:
The lay user patient contacted lfs on (B)(6) 2012 alleging a down button issue with the one touch ping meter. The patient mentioned that they were having issues with the down button on their meter. The patient mentioned that they noticed the issue for about a month. The patient denied exhibiting any symptoms due to the alleged issue and took their usual dosage of medication. The patient denied seeking any medical attention or contacting their physician for assistance. The alleged issue was not resolved over the phone and the product was replaced. There is no evidence that the meter caused or contributed to an adverse event. The complaint is being reported since the alleged issue was not resolved over the phone.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
(B)(4) - device evaluation: lifescan received the meter with the complaint and completed device evaluation on (B)(4) 2012. The alleged complaint was not confirmed; however a secondary issue was discovered during investigations. The returned meter had a cracked lcd screen.